Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 25 mg/dl. The customer stated that the insulin pump works fine with the basal rates and corrections, but when he enters the carbohydrates for food he goes low. Troubleshooting was performed. The displacement test passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.